Event description:
While extracting a chronic pacemaker electrode of another MFR, 3 types of dilator sheath sets were utilized. A pneumothorax occurred and was successfully treated with the insertion of a chest tube.